Event description:
The patient reported that they had trouble swallowing a couple of day prior to the day of the report. They tried to eat (B)(6) cereal and felt as if it was "smothering" them. On the day of the report the patient tried again and felt the same thing. The patient had also called their "throat doctor" and was recommended to go to the emergency room. They also noted that they were going to have their throat checked. The patient's change in therapy/symptoms was sudden. Additional information reported that the patient was at the emergency room and they were going to have a tube put down their throat to see what was going on. The patient was talking to the nurse and told them that cereal was stuck in their throat and it felt like they were choking to death and "it was worse." The patient was going to have an endoscopy. The patient was implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.